Event description:
It was reported that the implant at tooth site #4 was removed due to patient having pressure on right side of face/head & sinus drainage.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). B4: date of this report. B5: describe event or problem. D4: additional device information- UDI and expiration date. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H10: additional narrative. Zimvie received one (1) tsvm4b8, (imp,tsv,mcol mg,4.1mm,8mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. No apparent damage / malfunction was identified with the implant that would cause or contribute to the reported event. Markings due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1265735. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265735 for similar events and no other complaint was identified. Review completed utilizing keywords: medical other the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.